Event description:
A malfunction was reported on a pump without any notable events occurring beforehand. The issue caused the customer's blood glucose level to exceed normal limits, displaying a "high" value. The customer addressed the situation by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Although the customer had not previously reported and reset the pump for this specific malfunction within the last 24 hours, the recurring issue had been documented in previous cases. Technical support resolved to replace the pump. The pump was out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump to ensure continued insulin delivery through mdi as backup therapy.